Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the thrombosis could not be determined. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the sgc was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombosis requiring treatment with medication. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. The steerable guide catheter (sgc) was advancing through the right atrium (ra) when thrombus was observed in the ra. Heparin was administered to the patient; however, thrombus remains in the right atrium. The sgc was removed and the procedure was aborted. No clips were implanted, and mr is 4. No additional information was provided.